Event description:
Received breast implants (B)(6) 2018. Began slowly to get sicker over time. They have now been in for 7 months. The pain/symptoms are so unbearable I'm having to shell out $(B)(6) plus flight and travel expenses to have an explant surgery done. The stress that this has caused me and my family is undeniable. Some of my symptoms include: insomnia, burning/chronic chest pains. Nonstop mouth fungus, recurring tonsil stones, swollen lymph nodes and jaw, migraines, chemical sensitivities, eye swelling, recurrent sinus/allergy infections affecting face, eyes, ears and throat, chemical metallic taste in back of mouth, mood swings/raised anxiety/depression, feeling like I'm dying, heart palpitations (scary), weakened immune system, extreme fatigue, unexplained weight gain and extreme bloating despite healthy eating and exercise (body inflammation) shortness of breath, recurring yeast infections, blurred vision, hair loss, darkening of eyes and altered skin color/quality. Implants are not safe! They need to be taken off the market so they stop hurting more and more women. Please do something about this. FDA safety report ID #(B)(4).